Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0. Model #: 1420, catalog #: (B)(4), expiration date: 30-apr-2020, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 09-apr-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 05-apr-2019, labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called the clinic stating the controller was alarming with an electrical fault alarm. A high priority alarm tone was heard over the phone. The patient checked all connections and power sources to ensure they were secure and charged but the alarm continued. Log file review indicated a ventricular assist device (vad) stopped alarm and a loss of power to the controller. The patient was advised to exchange the controller and the alarms resolved. The vad operated as normal and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. Visual inspection revealed no signs of contamination within the driveline connector port of the controller. Supplemental testing revealed that the driveline connector port functioned as intended with no anomalies. Log file analysis revealed several electrical fault, vad disconnect, and vad stopped alarms were logged on 31-mar-2020. A vad stopped alarm was logged at 15:24:44 due to a critical phase open fault which indicated that a phase was open on both stators. Seven (7) electrical fault alarms were logged between 15:29:43 and 17:35:16 due to an open phase in the rear stator, resulting in single stator operation. Two (2) vad disconnect alarms were logged at 17:38:56 and at 17:45:37 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. This was followed by multiple additional vad stopped alarms which were logged between 17:35:41 and 17:45:46 due to a critical phase open fault which indicated that a phase was open on both stators. Between 17:37:18 and 17:46:36, multiple additional electrical fault alarms were logged due to the rear stator not connected and an open phase in the front or rear stator. Review of the event log files revealed multiple reactivation events were logged 31-mar-2020 due to open phases in the front and rear stators. This was followed by multiple manual pump stops and motor starts in the event file between 15:24:45 and 17:44:05, likely due to troubleshooting of the controller. At 17:45:24, an additional manual pump stop was logged, followed by a motor start event which was logged at 17:46:57. At 17:46:57, a vad stopped alarm was logged due to a failure of the pump to restart after several attempts. At the time of the vad stopped alarm at 17:46:57, a fault was logged which indicated the rear stator was not connected. Additionally, multiple additional vad disconnect alarms were logged starting at 17:47:34 and multiple controller power up events were logged starting at 17:47:25, likely due to troubleshooting and/or the reported controller exchange. As a result, the reported event was confirmed. Based on the risk documentation and the available information, a possible root cause of the reported electrical fault alarms and observed reactivation events can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Based on the risk documentation and the available information, the most likely root cause of the reported vad stopped alarms can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection, and a failure of the pump to restart after several attempt. Based on historical review of similar events, the likely contributing cause of the failure of the pump to restart after several attempts was the inability of the pump-start algorithm to provide sufficient torque to overcome abnormally high mechanical resistance caused by unknown conditions that existed prior to the failed restart attempt. Based on available information, the most likely root cause of the loss of power event can be attributed to the reported controller exchange. Additional products: d4: serial #: (B)(6), h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 4315, 4310 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that review of log file data found a failed motor start associated with multiple motor start attempts with p arameters outside of the typical range.

Manufacturer narrative:
### A supplemental report is being submitted for additional information. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The controller (B)(6) was returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. Visual inspection revealed no signs of contamination within the driveline connector port of the controller. Supplemental testing revealed that the driveline connector port functioned as intended with no anomalies. Log file analysis revealed several electrical faults, vad disconnect, and vad stopped alarms were logged on (B)(6) 2020. A vad stopped alarm was logged at 15:24:44 due to a critical phase open fault which indicated that a phase was open on both stators. Seven (7) electrical fault alarms were logged between 15:29:43 and 17:35:16 due to an open phase in the rear stator, resulting in single stator operation. Two (2) vad disconnect alarms were logged at 17:38:56 and at 17:45:37 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. This was followed by multiple additional vad stopped alarms which were logged between 17:35:41 and 17:45:46 due to a critical phase open fault which indicated that a phase was open on both stators. Between 17:37:18 and 17:46:36, multiple additional electrical fault alarms were logged due to the rear stator not connected and an open phase in the front or rear stator. Review of the event log files revealed multiple reactivation events were logged 31/mar/2020 due to open phases in the front and rear stators. This was followed by multiple manual pump stops and motor starts in the event file between 15:24:45 and 17:44:05, likely due to troubleshooting of the controller. At 17:45:24, an additional manual pump stop was logged, followed by a motor start event which was logged at 17:46:57. At 17:46:57, a vad stopped alarm was logged due to a failure of the pump to restart after several attempts. At the time of the vad stopped alarm at 17:46:57, a fault was logged which indicated the rear stator was not connected. Additionally, multiple additional vad disconnect alarms were logged starting at 17:47:34 and multiple controller power up events were logged starting at 17:47:25, likely due to troubleshooting and/or the reported controller exchange. As a result, the reported event was confirmed. In addition, log files revealed multiple low flow alarms were logged since (B)(6) 2020. The observed low flow alarms are an additional finding, not related to the reported event. Based on the available information, the device may have caused or contributed to the observed low flow finding. Based on the risk documentation, possible causes of the observed low flow alarm may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation and the available information, a possible root cause of the reported electrical fault alarms and observed reactivation events can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Based on the risk documentation and the available information, the most likely root cause of the reported vad stopped alarms can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection, and a failure of the pump to restart after several attempt. (B)(6) was in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Based on available information, the most likely root cause of the loss of power event can be attributed to the reported controller exchange. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.